Event description:
Two days later, a catheter revision (see manufacturer's report # 3004209178-2009-05581), the patient was admitted to the hospital with withdrawal symptoms that included a fever and hypertension; the patient was unresponsive. The physician did not feel the symptoms were due to a baclofen withdrawal and "had nothing to do with the pump nor the catheter". The patient outcome was reported as being stable and under control. Additional information has been requested, a follow-up report will be sent if additional information becomes available.